Manufacturer narrative:
The catheter has been evaluated and the distal tip was not found broken off as reported. A rupture was found at approximately 6.2 cm from the distal tip. The catheter appears to have ruptured during onyx delivery due to over-pressurization as a result of an occlusion within the catheter.

Event description:
It was reported that the tip of the catheter broke off during delivering onyx and the broken segment was removed from the patient. No patient injury reported. Same event as MDR# 2029214-2010-00017.